Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported via journal article, ¿repair of giant abdominal hernias: does the type of prosthesis matter¿ that a retrospective study was conducted to compare the outcome of ventral hernia repairs with nonabsorbable biomaterial in a group predominantly composed of post-trauma patients. The study was performed on patients undergoing ventral hernia repair with prosthetic mesh from (B)(6) 1996 to (B)(6) 2002. Patients were included if the ventral defect was greater than 20x10cm, age >/=(B)(6) years, and underwent hernia repair using a prosthetic mesh. Patients were stratified into 4 groups according to the prosthetic material used in their repair: there were 37 patients (22 males, 15 females; mean age 43.9+/-16.3 years) who underwent a total of 55 ventral hernia repairs with prosthetic mesh. Study outcomes include hernia recurrence (n=3), wound infection (n=1), and fistula formation (n=1). Additional information will be requested.